Event description:
A malfunction was reported, specifically indicated by malfunction code malf 3, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support (cts) arranged for a replacement pump and confirmed the shipping address. The customer was instructed to transition to multiple daily injections (mdi) as backup therapy to maintain insulin delivery, and advised on how to put the malfunctioning pump into storage mode and return it using a pre-paid label within ten days.